Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
3 syringes impacted from an unknown lot #. See section c for additional information.

Event description:
When did it occur?: before use. Needle injury: no. Were the returned items used?: no. If used, was anything adhered to it?: no. Returned quantity: 3. Details of the event (timeline, history, etc.): water droplets were mixed in. Batch #: unknown.